Manufacturer narrative:
(B)(6).

Event description:
Literature review titled "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients" reported other complications from this cohort not related to bia-alcl. 579 patients in this cohort received allergan biocell® textured breast implants overall. 59 patients in this cohort received allergan biocell® textured breast implants in a subsequent revision surgery. Of the 228 patients across manufacturers with complications after their initial surgery, the authors reported 7 experienced "bleeding/hematoma," 5 experienced "implant infection," 21 experienced "late seroma," 16 experienced "rotation [of implant]," 7 experienced "dislocation [of implant]," 28 experienced rupture, 27 experienced capsular contracture baker grade ii, 36 experienced capsular contracture baker grade iii, 4 experienced capsular contracture, baker grade IV, 19 experienced asymmetry, 32 experienced ptosis, 17 experienced "patient dissatisfaction," and 3 experienced "chronic pain." Of the 40 patients across manufacturers with complications after a revision surgery, 2 experienced "implant infection," 4 experienced "late seroma," 4 experienced "rotation [of implant]," 4 experienced "dislocation [of implant]," 4 experienced rupture, 3 experienced capsular contracture baker grade ii, 8 experienced capsular contracture baker grade iii, 4 experienced capsular contracture baker grade IV, 3 experienced ptosis, and 4 experienced "patient dissatisfaction." Device status is unknown.

Manufacturer narrative:
Article citation: jerzy kolasinski, md, phd and others, bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients, aesthetic surgery journal, 2023;, sjad181, https://doi.org/10.1093/asj/sjad181 continued e1 (email address): (B)(6).continued e1 (address line 1): (B)(6).continued e1 (facility name): (B)(6). The events of capsular contracture, "implant infection," "late seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and IV, "implant infection," "late seroma," rupture, ptosis, "bleeding/hematoma," "rotation [of implant]," "dislocation [of implant]," asymmetry, ptosis, "patient dissatisfaction," and "chronic pain."

Event description:
Literature review titled "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients" reported other complications from this cohort not related to bia-alcl. 579 patients in this cohort received allergan biocell® textured breast implants overall. 59 patients in this cohort received allergan biocell® textured breast implants in a subsequent revision surgery. Of the 228 patients across manufacturers with complications after their initial surgery, the authors reported 7 experienced "bleeding/hematoma," 5 experienced "implant infection," 21 experienced "late seroma," 16 experienced "rotation [of implant]," 7 experienced "dislocation [of implant]," 28 experienced rupture, 27 experienced capsular contracture baker grade ii, 36 experienced capsular contracture baker grade iii, 4 experienced capsular contracture, baker grade IV, 19 experienced asymmetry, 32 experienced ptosis, 17 experienced "patient dissatisfaction," and 3 experienced "chronic pain." Of the 40 patients across manufacturers with complications after a revisional surgery, 2 experienced "implant infection," 4 experienced "late seroma," 4 experienced "rotation [of implant]," 4 experienced "dislocation [of implant]," 4 experienced rupture, 3 experienced capsular contracture baker grade ii, 8 experienced capsular contracture baker grade iii, 4 experienced capsular contracture baker grade IV, 3 experienced ptosis, and 4 experienced "patient dissatisfaction." Device status is unknown.